Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming the conductor coil was not fractured. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. An x-ray of the lead body revealed the conductor coils were parted/deformed at 23 cm from the terminal pin. The damage was in the area of where the suture sleeve may have been tie-down. This may have been what was observed during x-rays following the implant procedure.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was implanted without issue and with normal lead measurements. After the pocket was closed, an x-ray was performed that revealed a crack in the middle of the lead. Lead measurements remained normal, with a small increase in impedance, from 260 ohms to 400 ohms. During the revision, a fracture of the lead was visualized and this lead was explanted and replaced. No additional adverse patient effects were reported.